Manufacturer narrative:
The insulin pump had unresponsive button then button error alarmed due to corroded on keypad trace. No number ramping or scrolling on display noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.